Manufacturer narrative:
A ge service rep evaluated the system and reseated circuit boards. The system operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.